Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Dob: (B)(6). Concomitant medical products: 42502005801, femoral component, lot # 64030033, 42532006401, tibial component, lot # 64367480. Report source: (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 3007963827 - 2020 - 00013, 3007963827 - 2020 - 00014.

Event description:
It was reported that approximately 6 months post implantation, the patient has complaints of severe difficulties with adls and extreme stiffness. No intervention has been reported to date. Attempts have been made and no further information has been provided.

Manufacturer narrative:
The product was evaluated through manufacturing review, however, the reported event could not be confirmed. The device history records were reviewed and no discrepancies were identified. Per package insert for persona devices, poor range of motion is known adverse effect of the system. However, a definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.